Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the insulin gauge was inaccurate. It was reported that the pump shut off unexpectedly. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. The customer's blood glucose was 160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.